Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it occurred during a laparoscopic sigmoid procedure. The circular stapler was difficult or unable to totally close. There was unusual effort required to turn the twist knob in order to visualize the green bar. The device was not moved at the same time it was attempted to be opened. The twist knob was not turned two full times to allow the anvil to tilt. The anvil was fully titled. The jaws were able to be opened and be removed from the tissue. There was poor staple formation and nothing was stapled because all the staples were open. The staple line was incomplete. The instrument handle was not fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. The donuts were complete. To fix the staple line, it was resected and re-stapled. The anvil could be tilted after firing. The anvil was not bent. The stapler sizers were used. After twisting together the circular stapler and approximating the instrument, it did not trigger. The stapler did not show the green trigger. The device was triggered by force. The titanium clamps fell into the cavity of the patient. Due to the product problem, the surgical time was extended for more than thirty minutes. The instrument had to be removed and had gotten another device from a neighboring clinic. The procedure was converted to open procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade and the safety was observed to be broken. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root causes of the observed damages were misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid procedure. The circular stapler was difficult or unable to close. The device was ultimately able to be opened. There was unusual effort required to turn the twist knob in order to visualize the green bar. The device was difficult or unable to open. The device was not moved at the same time it was attempted to be opened. The twist knob was not turned two full times to allow the anvil to tilt. The anvil was fully tilted. The jaws were able to be opened to be removed from the tissue. There was poor staple formation. Nothing was stapled. All the staples were open. The staple line was incomplete. The instrument handle was not fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. The donuts were complete. To fix the staple line, it was resected and re-stapled. The anvil could be tilted after firing. The anvil was not bent. The stapler sizers were used. After twisting together the circular stapler and approximating the instrument, it did not trigger. The stapler did not show the green trigger. The device was triggered by force. The titanium clamps fell into the cavity of the patient. X-ray was not performed and the component was not retrieved. The surgical time was extended by more than thirty minutes due to the product problem. The event led to extension of hospitalization. The instrument had to be removed and had to get another device from a neighboring clinic. The procedure was converted to open due to the device problem. Now, the patient is in good condition.